Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in this report.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation.  No procedural imagery was provided. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis a device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed one additional similar complaint. As such, available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. The complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. IFU, device preparation and training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on a review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for balloon burst, delivery system withdrawal difficulty through sheath, and distal tip nose tip separated was unable to be confirmed. Due to the unavailability of the devices, it cannot be determined if a manufacturing non-conformance contributed to the reported events. However, a review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, during the deployment of the valve, the balloon burst; the valve was implanted as expected. It is possible that the balloon interacted with calcification upon inflation, and the calcium punctured the balloon. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Once the balloon burst, its deflated profile would have been larger than normal. This would have contributed to the withdrawal difficulty. Using higher force to retrieve the delivery system may have caused the balloon and nose tip to separate. It is possible that the balloon burst resulted in a distorted balloon profile, which could have hindered the delivery system from entering the sheath. Additionally, the calcification and tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. The balloon burst and lack of coaxial delivery system retrieval likely resulted in the distal shoulder and/or balloon caught on the sheath tip. In doing so, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath. Per training manual, ¿do not force if resistance is met near or at the sheath tip. Forcing retrieval when meeting resistance could result in additional balloon material tearing or tip¿. Excessive device manipulation during retrieval could have then resulted in the separation of the distal tip. As such, it is likely that patient factors (annular calcification, vessel tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) contributed to the events. Since no manufacturing non-conformances or labeling/IFU/training inadequacies were identified during this investigation, neither corrective or preventative actions are required at this time. A training bulletin was previously released to assist in reinforcing key training steps in valve deployment and delivery system removal. It should be noted that this complaint occurred prior to the release of the training bulletin. Additionally, a product risk assessment and a CAPA were previously initiated to investigate the ultra delivery system balloon burst/withdrawal difficulty issue and its associated risks.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the deployment of a sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon burst. Operators tried several times to remove the catheter and the result was a separation from flex catheter (outside patient) and the balloon catheter was stuck in axela sheath. A snare was attempted to remove without success. The devices were removed surgically. Unfortunately, the patient died during the night; the cause is unknown. As per perceived root cause, it was improbable that was related to patient anatomy and calcium.